Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic total hysterectomy while on vaginal cuff closure, the needle broke off and fell into patient's cavity. As a result of the event, the patient experienced tissue/cuff damage. The surgical time was extended for more than 30 minutes. An x-ray was done to locate and removed the component.